Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous right coronary artery. After successful placement of the 4.5x13 mm ultra stent and post-dilatation with the ultra balloon, although the balloon was confirmed to be fully deflated, resistance was experienced retracting the device from the stent implant. The removal attempt resulted in a distal shaft separation; however, the shaft remained in the sheath and was able to be removed without intervention being performed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for difficulty removing the device post-deployment or shaft separation reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.